Manufacturer narrative:
Add'l info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
This is one of two reports for this event.